Manufacturer narrative:
The problem was resolved by the user facility through troubleshooting. In troubleshooting the reported problem, the reporter isolated the cause of the problem to a single olympus, model 190 series scope. Upon using a different scope, the problem no longer occurred. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was an "upper gi." The intended procedure was completed after a 30 minute delay. There was no patient impact or injury that occurred, associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the available information, the investigation did not find a problem with the subject device and the likely cause of the reported event was a communication failure due to a problem with the olympus, model series 190 scope used with the subject device.